Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer tubing and site, but occlusion recurred. Customer changed the cartridge to address the alarm and resumed insulin. Customer's blood glucose was 189 mg/dl.